Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was no issues reported during surgery. The surgeons only requested verification of the system functionality. As previously reported, a medtronic representative completed a system checkout and was unable to replicate the reported issue. The medtronic representative reported the system was in good working order. A software investigation was completed and was unable to determine probable cause without further information since the behavior cannot be replicated. No further relevant issues reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. On 09/24/2015 a medtronic representative, following-up at the site, reported the navigation system was in use all day long and the last surgery performed ended in the early hours of the morning. The site had a lot of activity planned in the days following and the hospital technical department will advise when the navigation system can be checked-out. On 10/20/2015 as requested by the site, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.

Event description:
A site representative reported that their navigation system has intermittent issues with alignment. No further details regarding the issue, or when and how it occurred, were provided. There was no patient present when this issue was identified.